Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-08533. It was reported ((B)(6)) the patient¿s lead displayed high impedances. As a result, the lead was explanted and replaced. The issue has been resolved. It is unknown which lead is liable, therefore both leads are reported.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-08533.